Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of sample that broke at the tip of the needle was performed. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Event description:
It was reported that the patient underwent brain tumor resection on (B)(6) 2014 and suture was used. The physician was closing the cranium and one passage had been made. When making a knotted suture, the needle broke at the tip. The broken tip was not retrieved and there is a possibility it remains in the patient¿s body. The procedure was completed successfully. Additional information has been requested.